Event description:
According to the reporter: the sales rep was called into the case when the instrument had been fired and was caught insitu. The black return knob had been retrieved, but the cartridge would not open. The sales rep entered the theatre at this time and noted the knife blade assembly remained at the distal point of the cartridge. The first step was to attempt to retrieve the knife assembly with a hook electrode which had already being attempted before the sales rep arrived. With limited visibility and access, the knife assembly was still unable to be retrieved to open the jaws of the cartridge. The staff tried engaging the cartridge again by closing the jaws, pressing the green button. The instrument clicked as if ready to fire again. At this point, the black return knob was pulled back, but the jaw would still not open. A decision was made to open the pt's neck at the point of the distal tip of cartridge and aim to dislodge the cartridge, a 15 cm incision was made. Once the incision was made, all the resected tissue was cleared from the jaws of the instrument with only the distal portion remaining clamped in jaws (approximately 10mm) at the point of the knife assembly. When ready, the surgeon forcibly removed the stapler as the cartridge could still not be opened. The instrument was successfully removed. The cartridge was inspected and it was clear, all staples were fired along the entire staple line. All of the staples were visible in perfect "b" shape formation in 3 rows on either side of knife blade. A small portion of tissue remained in the cartridge of approximately 10mm. It was also clear, the cartridge had fired staples to the distal tip and cut to the distal tip. The staples and cut mark were visualized and photographed. At this point, it was then realized a small hole would be obviously formed from this small piece of tissue. Further dissection was made to the neck and a small hole was located and sutures were applied to close hole. It was noted that the scrub team had not cycled the instrument prior to firing. The cartridge has been returned still attached to stapler. It has not been removed from stapler, just the jaws were opened by manually sliding the knife assembly back to open jaws to remove excess tissue torn from pt to inspect staple line and size of potential hole in esophagus. Pt was doing well the following day as reported by surgeon.

Manufacturer narrative:
(B)(4).